Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws on the vessel sealer extend (vse) instrument would not open or close. The instrument was not responding to the da vinci system. The procedure was completed and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. No fragment fell in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate and not confirm the customer complaint. The instrument was returned with a bent main tube. Visual inspection found the main tube to be severely damaged. The instrument could not be installed on the in-house system for testing. The main tube was bent at the midpoint of the instrument. No loose grip cable was observed during visual inspection. The grips opened and closed properly during manual articulation. The instrument was returned with missing integrated cord. The probable root cause of a bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
Refer to h11 for follow-up information.